Event description:
We had a patient come to us in ER with bleeding. We put micro cath in patient and deployed first coil 30cm and it deployed just fine. We then got a longer coil 60cm and it would not advance into the cath. We retrieved and flushed the micro cath multiple times and tried a new 60cm coil with the same result. We then removed micro cath and exchanged for a larger micro cath and used different larger coils with no issues. Everything ended well. Reference report #mw5117287.